Event description:
It was reported that the patient had an inappropriate shock due to t-wave oversensing. This occurred in the primary sensing vector. Office testing found that the primary sensing vector was still the best vector, so no changes were made. There were no additional adverse patient effects. The system remains implanted.